Manufacturer narrative:
Corrected data: h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a xen 45 gel stent in a patient's right eye migrated through the conjunctiva about 3 months after implant. Patient underwent a revision with 5 fu and device was ultimately explanted. Patient recovered and there was no permanent injury.

Event description:
Additional details were received noting that during the revision of the conjunctiva an extraocular piece of the xen broke off "without significant manipulation". No negative consequences occurred with the patient and they have recovered since most recent follow up.

Manufacturer narrative:
Additional information: b.1., b.5., g.3., h.6.

Manufacturer narrative:
The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen 45 gel stent in a patient's right eye migrated through the conjunctiva about 3 months after implant. Patient underwent a revision with 5 fu and device was ultimately explanted. Patient recovered and there was no permanent injury.